Event description:
A healthcare facility in the united kingdom reported that an rt340 adult breathing circuit was leaking from a hole or holes in the expiratory tube. No patient consequence was reported.

Manufacturer narrative:
The product referred to in this complaint is not sold in the USA but it is similar to a product which is sold in the USA. The hospital was unable to provide the circuit for investigation due to contamination, nor could they provide a lot number. Method: an investigation was carried out based on the event description and previous experience with similar complaints. Results: all circuits are pressure tested during production and those that fail are rejected. Any holes exposing a leak would have been detected in this test if they had occurred during production. The hole(s) may have been created by some sharp external object. It is not possible to determine the cause or when it occurred. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.0036%.